Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer would sometimes use cold insulin and had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer to always use room temperature insulin and that the cartridge and infusion is indicated for use with the pump for 3 days. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer changed cartridge and infusion set to address the issue.